Manufacturer narrative:
The device was not returned for evaluation the soft cannula was in the deployed state when the device was received. The data showed that the first priming sequence ended at 46 pulses and deactivation occurred at 56 pulses. Although the needle mechanism was reset and fired properly during the investigation, the reported event could not be determined. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod dash insulin management system ¿ user guide: model: 18320, 18296-eng-aw rev b 06/18. Changing your pod: chapter 3 / pages 48; warning: check the infusion site after insertion to ensure that the cannula was properly inserted. If the cannula is not properly inserted, hyperglycemia may result.

Event description:
It was reported while a patient was activating a pod when they removed the needle guard the cannula had deployed early. The patients reported blood glucose level was 118 mg/dl. The pod was not worn.